Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the left anterior descending artery (lad). Upon pullback, it was noted that the motor drive unit began sounding strange. Because of this, ivus was stopped, and the physician attempted to remove the catheter. Upon removal, the catheter separated leaving about 2cm from the catheter end. The detached portion was unable to be retrieved from the patient and was covered using a stent. Another of the same device was used to complete the procedure successfully. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the tip of the device was detached, it's important to mention that the tip was not returned for analysis and the imaging window was twisted. Microscope inspection also revealed the tip of the device was detached and the imaging window was twisted. Functional test could not be performed due the state in which the device returned. Media inspection on the media attached to the additional information record show tip of the device was detached, and the imaging window was twisted. The investigation of the device and media confirmed the reported event, and the most probable cause is assigned as adverse event related to procedure.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the left anterior descending artery (lad). Upon pullback, it was noted that the motor drive unit began sounding strange. Because of this, ivus was stopped, and the physician attempted to remove the catheter. Upon removal, the catheter separated leaving about 2cm from the catheter end. The detached portion was unable to be retrieved from the patient and was covered using a stent. Another of the same device was used to complete the procedure successfully. There were no patient complications.